Event description:
It was reported the screen is damaged. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display lens was broken. It was also noted that the upper case and lower case was broken, the side bail covers, ring cover, case screw, side bails and ring were missing. (B)(4).